Event description:
It was reported that during installation of a pacemaker, the image intensifier drifted downwards onto the patient because of a failure of the gearbox shaft. Only minor injury to the patient, a lip cut, was reported.